Manufacturer narrative:
Findings: unit received with broken reservoir tube lip and battery tube threads. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 493 mg/dl at the time of the call. The customer treated their blood glucose with their insulin pump and pen. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.